Manufacturer narrative:
As the sample is not available for further investigation the root cause could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc were ok. The patient's sample was requested for an investigation, but the sample is not available. Product labeling states: "samples with cardiac troponin t concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (either automatically by the analyzers, or manually). The concentration of the diluted sample must be > 1000 ng/l (pg/ml)." The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t high sensitive stat results for one patient tested on a cobas 6000 e 601 module serial number (B)(4). The initial troponin result was not reported outside the laboratory. The customer performed dilution testing with the patient¿s sample for confirmation. The patient¿s initial troponin result was 10 ng/ml with a data flag. The customer performed a 1:2 system dilution, and the patient¿s troponin result was 20 ng/ml. The customer performed a 1:10 system dilution, and the patient¿s troponin result was 6.08 ng/ml. The customer performed a 1:20 system dilution, and the patient¿s troponin result was 11.21 ng/ml. The patient's correct troponin result is undetermined.